Event description:
During a ptca / stenting treatment procedure, the express2 monorail balloon leaked contrast dye on the initial inflation attempt. The pt was asymptomatic during this event. The lesion being treated was a 30% stenotic lesion in a 3.5 mm diameter, mid lad coronary artery. The lesion was not predilated. The express2 monorail sds was removed and replaced with another express2 monorail sds to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.